Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore, this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system, and confirmed the reported issue. The bag to vent switch assembly was cleaned to resolve the reported issue.

Event description:
The hospital reported that the bag to vent switch was sticking preventing the selection of the desired mode of ventilation. There was no report of patient involvement.